Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken jaws/mouth could not be definitively determined, however, based on the available information provided by the customer, the issue was likely the result of a device wear and incorrect handling/excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. However, a photograph of the device was provided. The jaws at the distal end appeared to be intact, however, the pull rod (ball) at the proximal end of the device was observed broken off the device. The manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k944201.

Event description:
Olympus was informed the customer hiq+, metzenbaum grasping scissors has "broken parts of the jaws". Mechanical malfunction during assembly by excessive force. The customer reported problem was found at preparation for use. No procedure involved and no injury or impact to patient or other was reported to olympus.